Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the video on the monitor of the subject device could not be seen. The issue occurred, during set up. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection; however, the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: problem traced to the user not following the manufacturer's instructions for its use. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video on the monitor of the subject device could not be seen. The issue occurred during set up. The procedure was completed with the same device. There were no reports of patient harm.